Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative was unable to duplicate the customer's reported issue of the vent alarming vent inoperable, run for a short period of time, and then fail. A review of the vent history and event logs shows intermittent motor fault errors. The main board was replaced and then the unit had low volumes. The turbine was replaced and all volumes were correct. The defective component was sent for further investigation. The carefusion failure analysis representative evaluated the printed circuit board assembly (pcba) and confirmed the reported issue of motor faults. The events logs show multiple motor and transducer faults. The reported issue was isolated to a faulty valve solenoid. (B)(4).

Event description:
The customer stated that the ventilator alarmed vent inoperable and would not ventilate. There was no patient involvement at the time of the reported issues as the unit was being checked before patient use .